Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced the minicap transfer fell off from the plastic adapter. The event occurred while the patient was in the shower. The cause of the disconnection was not reported. The patient presented to the pd clinic and was give unspecified prophylactic antibiotics for the event. After culture results were received, the patient was diagnosed with peritonitis. The patient was treated with unspecified antibiotics for the peritonitis. The transfer set was changed. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.